Event description:
Please see the attachments reporting that the (B)(6) regulatory department has received a warranty claim reporting a failed implant not manufactured or distributed by the (B)(6) group. Was primary stability achieved? Yes. Was osseointegration achieved? No. Reference report: mw5176634. Patient code: 2646. Device code: 1863. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).